Manufacturer narrative:
The impella cp pump was returned for evaluation. There was damage to the impeller due to interaction with a malpositioned tavr.

Event description:
The impella cp was placed for hemodynamic support as patient¿s ejection fraction (ef) was 15%. There was an observation made of suction and pump flows decreased. The team attempted to troubleshoot the pump by adjusting the pump level and checking that the pump was in correct position within the left ventricle. The pump was weaned and removed after two (2) days of support. When the pump was returned for a complaint investigation there was an observation made of broken impeller blades. The pump damage was not observed by the customer, rather in bench top testing.